Manufacturer narrative:
Reporter is synthes sales consultant. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during an elbow surgery, the tip of the cannulated stardrive screwdriver shaft broke off while inserting an unknown screw. It is unknown if there was surgical delay. It is unknown if the procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated stardrive screwdriver shaft for 3.0mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.226.004; lot: 2218025; manufacturing site: bettlach; release to warehouse date: december 28, 2006. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Flow: broken visual inspection: the cannulated stardrive screwdriver shaft for 3.0 mm hcs t8 was received at us customer quality (cq) with the distal tip of the screwdriver broken. The broken piece of the screwdriver was returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Overall, the screwdriver was in good condition with minimal signs of wear. Dimensional inspection: dimensional analysis was completed. The distal tip of the stardrive close to the fracture site measured 2.339 mm (micrometer). This is within specification of 2.317 mm ± 0.1, based on drawing. Document/specification review: the following drawing(s) was reviewed; - screwdriver t8 durchgebohrt only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Conclusion: the complaint condition is confirmed as the stardrive screwdriver was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.